Event description:
Patient reported right side "pain" and "rupture". Later, healthcare professional reported "right-side rupture confirmed via MRI". The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, b7, d4, d6b, g2, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed, broken device assessed as fold flaw opening. As per the investigation procedure, crease, wear abrasion and stress marks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "pain" and "rupture". Later, healthcare professional reported right side "rupture confirmed via MRI". The device was explanted and replaced. Device was returned.

Event description:
Patient reported right side pain and rupture via MRI. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.